Event description:
The user facility reported that blood was observed in the effluent dialysate during the first use of a dialyzer. The pt's blood was not returned, and therefore, the estimated blood loss due to changing out the dialyzer and bloodlines was reported at 250 cc. The user facility medical staff verified that there were no adverse effects for the pt as a result of this event. No add'l medical intervention was required. The user facility reported that the dialyzer was pre-processed with formaldehyde and leak tested prior to use.